Event description:
It was reported in a literature article that the patient suffered a transient ischemic attack. No additional information is available.

Manufacturer narrative:
The cases in the literature article performed between february 2006 and october 2011; the exact date of the event being reported in unknown. The subject device was not returned for analysis; therefore, a visual inspection as well as a functional evaluation could not be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, transient ischemic attack is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Subject device is not available..